Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was in the hospital as cannula was bent and she was diagnosed with diabetic ketoacidosis. Her blood glucose at the time of the incident was above 987 mg/dl and the infusion set had been in use for 1 day. The patient changed the infusion set. The patient was vomiting and had nauesa. There were no significant events prior to hospitalization. The patient was hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices ofinsertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.